Manufacturer narrative:
.

Event description:
The hcp reported, approx two weeks post implant, the patient developed a superficial skin infection on the abdomen. The patient was treated with oral keflex 500 mg for a week. The patient was scheduled to follow up with their primary care physician in nov. Add'l info received from the hcp indicates the patient was in for a refill (receiving lioresal 2000 mcg/ml at a dose of 150 mcg/day) and was doing fine overall, however, a superficial skin infection was noted on the abdomen. The hcp documented it as mild erythema with no swelling or drainage. The patient was started on oral keflex and was to follow up in two weeks. The patient cancelled the follow up appointment and is not due for a refill until march.